Event description:
A report was received stating that during use of the device, the tubing had become separated from the stopcock. There were no adverse effects to the pt.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.